Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the fluid block assembly was moving when the syringe pump was active. The fse tightened the fluid block assembly screw which repaired the issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported ca is failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.